Event description:
It was reported the customer was assisted by paramedics because customer had a seizure. Paramedics checked blood glucose and it was above 40 mg/dl. Customer's mother stated her blood glucose prior to the seizure was 105 mg/dl. Customer's mother wanted to troubleshoot the meter and declined to troubleshoot the insulin pump. Customer's mother stated the device has been doing find. Most current blood glucose was 205 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.